Manufacturer narrative:
Sections with additional information as of 29-aug-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 11-jul-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 233, 422, 231, 198 and 170 mg/dl. Customer was also comparing results to another device; comparison results not provided. The customer¿s expected am fasting blood glucose test result is <150 mg/dl and expected 2 hour post meal blood glucose test result is <200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 07/13/2024; he product is not stored according to specification (kitchen). The customer did have another vial of test strips that had been stored and handled correctly: lot number zb5196s, manufacturer¿s expiration date is 09/30/2024. During the call, a blood test was performed by the customer am fasting and produced test result of 171 mg/dl using true metrix meter. The meter memory was reviewed for previous test result history: result 1: 233 mg/dl date: (B)(6) 2023 time: 6:20 pm 2 hrs. After meal; result 2: 422 mg/dl date: (B)(6) 2023 time: 8:20 am fasting; result 3: 231 mg/dl date: (B)(6) 2023 time: 12:12 pm 2 hrs. After meal; result 4: 198 mg/dl date: (B)(6) 2023 time: 8:10 am fasting; result 5: 170 mg/dl date: (B)(6) 2023 time: 6:55 am fasting.